Event description:
It was reported that cadd legacy pump failed accuracy test, (over delivery) during testing. No patient or clinician injury.

Manufacturer narrative:
H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Found high pressure messages in the event history log. Found fluid ingression on pump by the chassis base of the expulsor, which damaged into the expulsor gasket cause not consistent delivery issue. Replaced expulsor assembly. The cause of the reported problem was traced to the customer care of the product. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jan. 2020, and is out of warranty. Therefore, no manufacturing DHR review is needed.